Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited the curved rubber adhesive part is missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed damage was caused by stress during use, external factors, or improper handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.